Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). The cause for the bg was unknown. The customer consumed glucose tablets and carbohydrates to treat the bg. The customer continued to use the pump for insulin therapy.